Event description:
It was reported that the lead was explanted due to dislodgement, when an attempt to reposition was unsuccessful. Helix anomaly was also observed.

Manufacturer narrative:
No medwatch form was received.